Manufacturer narrative:
Investigation ¿ evaluation. A review of functional test, device history record, complaint history, quality controls, specification and visual inspection was conducted on the returned device during the investigation. A functional test was performed and the unidex handle (udh) actuated the basket formation to open and closed position, with the basket sheath in the straight and coiled positions. A visual examination of the returned device noted the basket formation appeared smashed or flattened. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. In addition, review of device history record did not observe any non-conformances that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent a ureteroscopy with laser lithotripsy procedure. The attending physician tested the basket prior to patient contact and the device worked as expected. Once the physician introduced the device to the patient, the basket would not fully open properly. No further information was provided.